Event description:
The customer reported being admitted in the hospital for pancreatitis. The blood glucose reading was 319mg/dl. The customer stated that they took off the insulin pump, and the device had a battery alarm after changing the battery. Assisted the customer to clear the alarm and to reprogram the time and date. The customer stated that the battery was out of the device greater than the duration allowed by the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.